Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced a skin reaction redness, and infection, under entire patch area which occurred 2 days after the sensor had been inserted in the abdomen. Redness to the skin that cause infection when she sees a doctor, the health care professional (hcp) give her cephalexin and doxycycline (unspecified dosage) the patient is now patient fine. At the time of the report, patient condition was stable. No other details were provided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.